Event description:
Upon administration of subq velcade bd safetyglide needle (25gx5/8 tw) lot 3086355 was inserted into patient abdomen. Nurse was unable to inject medication due to resistance. Syringe was taken off and re-applied, still unable to inject due to resistance. Needle was retracted and new needle was applied. Medication was administered without the complications. This took place at an off-site oncology unit.